Event description:
It was reported to boston scientific corp. That the pt underwent a mid-urethral sling procedure approximately one year ago using the obtryx mesh sling system. Post procedure, the pt experienced incontinence and signs of sling failure. In 2008, the physician performed a redo for the failed sling procedure using pelvicol. No erosion was reported. The physician did not remove the previously placed sling. Pt is doing fine.

Manufacturer narrative:
The lot number of the device used in unk; consequently, the device MFR and expiration dates are unk. The complainant indicated that the device remains implanted; therefore, a failure analysis is not available, and we are not able to determined the relationship between this device and the cause for this event.